Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of high blood glucose and vomiting leading to hospitalization on (B)(6) 2025. No further information available.